Event description:
On 06/07/2006 a call was received notifying the company of a revision surgery required in conjunction with a bone anchor. Information proviced indicated surgeon had performed a rotator cuff repair on a diabetic patient. Postoparatively (date nor provided), patient presented with pain. On june 7, 2006, a second surgery was performed. The surgeon noticed an exudate at an implant site. The anchor was removed and disposed of. Pathology on the exudate confirmed a staphylococus infaction. Antibiotics were administered and patient is reportedly doing fine.

Manufacturer narrative:
Explanted anchor was disposed of in the opearting room. Lot number was not provided. Unable to evaluate device or production records.